Manufacturer narrative:
H10 the device was evaluated, and the reported issue was confirmed. The customer was advised that the power switch should be replaced to correct the issue and that it is not related to power supply replacement. Part number for power switch was provided. The customer is taking responsibility to correct/repair the device. H11 device problem: inadequate user interface instead of power problem.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03oct2020.

Event description:
It was reported the screen is black and there is an alarm going off. The device was in clinical use at the time of the event, however no patient harm was reported.